Event description:
It was reported that there was a failure to display rotational speed. A rotablator console was used with a rotalink plus device for a coronary atherectomy procedure. During the procedure, the console screen displaying the revolutions per minute turned off while the burr was still spinning. Troubleshooting was attempted by switching to dynaglide mode, but the issue persisted. The system was powered down and rebooted and began working again. The procedure was completed safely. There were no patient complications reported.

Event description:
It was reported that there was a failure to display rotational speed. A rotablator console was used with a rotalink plus device for a coronary atherectomy procedure. During the procedure, the console screen displaying the revolutions per minute turned off while the burr was still spinning. Troubleshooting was attempted by switching to dynaglide mode, but the issue persisted. The system was powered down and rebooted and began working again. The procedure was completed safely. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. The rotablator console was received in good condition. The console was tested by connecting the air hose to the console with the air valve open and turning on the power in the console with the turbine pressure knob fully clockwise. The reading on the gauge was in the range of 85+/-2psig. When the air valve was closed, the reading dropped immediately by greater then 5psi/60 seconds indicating the console had an air leak. The most probable root cause of the failure is a leakage from one of the hoses connected to the pressure gauge of the console. The reported event was confirmed.